Event description:
Procedure type: hernia. According to the reporter: tacker fired once and handle jammed. Applied another device to finish the case.

Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010. This reported lot number is subject to the recall initiated (B)(4), 2010, therefore, this report requires a 5 day MDR based on this new information.